Manufacturer narrative:
Siemens representative had customer thoroughly clean the readhead assembly, sockets and heat filter and asked them to inspect pipette. Customer confirmed that there have been no further issues and system is operational.

Event description:
Customer reported 5 false negative blood results on the analyzer. There was no report of injury due to this event.